Manufacturer narrative:
Thermogard xp ivtm system s/n tgxp10923 was evaluated at the customer's site. The event log for this system was reviewed and found 2 tcmid:06 errors. Further investigation found a defective lower controller board. The customer's reported complaint of the power of the cooling being too low was confirmed. The cause of the cooling test error was determined to be the defective lower controller board, however the root cause of the lower controller board failure was unable to be determined. The lower controller board was replaced, which remedied the customer complaint. The system was calibrated and underwent and passed all functional testing.

Event description:
It was reported that the power of the cooling on the thermogard xp console is too low. The coolant temperature does not go down. No adverse patient sequelae was reported. No further information was provided.